Event description:
It was reported that patient has a complaint about far vision with an intraocular lens (iol). They targeted emmetropia for iol power, but post-op refraction is sphere -1.00, cylinder -0.5 which results myopic refraction. The daily activities of the patient were significantly affected. As the patient complaints about daily driving car due to far vision, they performed lens exchange with competitor's product. After explant, the patient¿s far vision is over 0.8 and vision pre-operative: far: 0.8 near: j4 (decimal), vision post-operative: far: 0.5 near: j2. There were no other surgical interventions required. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Unknown/ asked but not available. Patient information cannot be provided due to local personal data privacy legislation/policy. Phone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.